Manufacturer narrative:
Product complaint # (B)(4). Investigation summary 07/19/2021 complaint reviewed and approved for void as this is a duplicate of (B)(4). Regulatory reports have been submitted therefore this will need to go through npi.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary report received (mw5101340). It was reported that a patient with left hip degenerative joint disease underwent total hip arthroplasty and left hip abductor tendon repair. During the hip arthroplasty, a screw driver fractured when surgeon was placing the acetabular screw. He removed what he believed to be the only piece of metal in the hip joint. After the post-op xray, he noticed a small fragment on the inferior of the hip joint beneath the acetabulum. The orthopedic screwdriver was not retained. There was no delay in the patient¿s surgery related to this event.